Event description:
Patient reported receiving a blood glucose reading of > 300 mg/dl, using the suspect device. Patient phoned their physician, and was advised to seek treatment for elevated blood glucose in the emergency room. Upon their arrival at the hospital, patient's blood glucose measured 159 mg/dl (using hospital's blood glucose monitor). Patient received no treatment, and was subsequently released. Patient indicated that, approximately 2 hours later, they retested their blood glucose (using the suspect device), and received a result of 375 mg/dl. Control testing had not been performed on the suspect device. A request was made for the return of the suspect device and replacement product was shipped.